Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The micro drill was sent for eval because it was overheating prior to a procedure. A readily available alternate device was used for the procedure; no adverse event was associated with the device.